Event description:
A software error was detected, indicated by a malfunction code. Customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code appears again.